Event description:
It was reported that this pacemaker system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.